Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 4.4 years and did not meet the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary #the device was returned and analysis is in progress. Performance data collected from the device was received and analyzed. Time of recommended replacement time (rrt) reported as (B)(6) 2012 triggered by device rrt less than or equal to 2.62 volt. Weekly battery voltage trend data shows minimum battery voltage equaling 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One low battery voltage alert on (B)(6) 2012.